Manufacturer narrative:
Updated field: b4, b5, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) performed high and low pressure transducer calibration. Correct operation checked. Operation tests performed with positive results.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) unit during routine maintenance had helium pressure transducer calibration required message. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit during routine maintenance had helium pressure transducer calibration required message. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6 (type of investigation).

Event description:
N/a.